Event description:
Info received (B)(6) 2010 following a visit to the physician indicates that during use of this device in (B)(6) 2010, the pt developed a pericardial effusion. There was no required medical or surgical intervention.

Manufacturer narrative:
A follow-up report will be sent upon completion of the investigation.